Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the double lumen right atrial (ra) line was cracked. It was cracked after 4 pm rounds after fresh frozen plasma (ffp) were given. Per customer, while inspecting the defective ra line, piece of tegaderm was removed on blue lumen of line to inspect the ¿crack¿, blue lumen then split in 2 pieces. The customer further stated that split/crack was diagonal and appeared like a clean cut potentially. It was not known if the line was accidentally snipped with dressing change or broke from repeated tension at same site. The customer further stated that this was placed in the cvor and the issue was noticed in the ccu. Per customer, the department utilize this dl uvc in the right atrial position which they call ¿ra line". In addition, the line was not replaced after it was pulled.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. The device was received for evaluation and visual inspection showed signs of use, and it was observed that the catheter was broken in the blue extension. Based on the information provided, it was determined that the most probable cause of the reported issue is that the catheter was broken during use. The instructions for use outline the correct way to use the catheter and how to avoid the type of break observed on the returned device. This information will be used for tracking and trending purposes, and we will continue to monitor.